Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 95% battery life and became unresponsive. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The pump was connected to a power source but still would not turn on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
Additional information was reported on (B)(6) 2016 clarifying that malfunction that occurred was a malfunction alarm.